Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net, the device was found to be in backup-vvi mode. The patient was seen in clinic. A device download was successfully performed and the device remains implanted. The patient was stable before, during and after the event and will continue to be monitored.